Event description:
It was reported that this right ventricular (rv) lead exhibited gradual rise of shock impedance that became out of range. The lead remains in service. No adverse patient effects were reported.